Event description:
Berlin heart inc. Was contacted by the site on (B)(6) 2022 to report that the blood pump leaked from the de-airing port after an uneventful pump change for suspected thrombsis. Requested pictures of the pump for further evaluation. An immediate pump change was recommended.

Manufacturer narrative:
The excor blood pump, s/n: (B)(4), was on the patient less than an hour. The site stated that the pump was primed about three weeks ago for a pump change that never happened. The site stored the pump in its primed form with the trocar inserted, to be used in case of another pump change. We have reviewed the production records of the excor blood pump, s/n: (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
During initial visual examination of the returned blood pump, a transparent coating was noticed outside the pump housing and over the de-airing port. The pump was empty, and no trocar was in the de-airing port. The blood pump was cleaned and disinfected. The blood pump was then tested for functional performance. The pump met its required function. During testing of the pump, neither a leakage at the de-airing port, nor at any other location of the pump was detected. For further analysis, the blood pump was demounted, and the membrane layers were individually examined. All three layers of the membrane were intact, and no defect could be found. The graphite was evenly distributed. The stabilization ring had no defect. The de-airing port was cut open. Besides the channel of the de-airing needle, no other damage was detected. Inside the channel of the de-airing needle, blood residue was visible which indicates that blood was penetrating via this channel. It appears that transparent material was applied over the de-airing port to stop the leak. It appears that the leakage occurred through the channel in the de-airing port, which was created by leaving the de-airing needle inside the de-airing port for an extended period of time. The clinic stored the pump for three weeks with an inserted trocar prior to use for the pump exchange. This may have created a permanent channel inside the de-airing port and led to the observed leakage. The blood pump is a single-use sterile product. The handling described by the site, to store the pump in its primed form with the trocar inserted until the next pump exchange, does not correspond to the intended use as described in the IFU. No defect of the pump was detected. The blood pump corresponds to its specifications.